Manufacturer narrative:
Philips cannot rule out a product malfunction. There is insufficient data available to philips for philips to identify the cause for the allegation of the mp90 not alarming. Despite several good faith effort attempts, obtaining the specifics regarding which alarm the customer alleged to have failed have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips to report that their mp90 bedside monitor failed to alarm and that the customer requested a log review of the alleged event. A patient death has been reported. The customer has also reported that they feel like there was a delay in treatment because the mp90 did not alarm.